Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with incarcerated umbilical hernia, right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh in right inguinal. Per op notes, ¿the moderate sized hernia defect was noted in right inguinal region. A large 3dmax mesh was placed and tacked to pubis and lower midline. Attention to umbilical hernia, a synthetic mesh was placed around the hernia defects and tacked circumferentially.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent ventral flank hernia, recurrent right inguinal hernia thereby underwent laparoscopic repair with the implant of synthetic mesh in ventral and open repair with the implant of synthetic mesh in right inguinal. Per op notes, ¿omentum was adherent to the anterior abdominal wall where the previous synthetic mesh was placed. A hernia was noted adjacent to umbilical mesh. A large right inguinal indirect recurrence was noted. Lysis of adhesion was performed. A piece of synthetic mesh was trimmed and placed intraabdominally using tacks. The iliohypogastric nerve was dissected free. The synthetic mesh was placed and sutured to pubic tubercle periosteum.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.